Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler sheath involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation: the stapler sheath was found to have a tear. A missing piece from the stapler sheath was not returned. The tear was approximately 0.035" x 0.063". This failure is most commonly caused by mishandling/misuse.

Event description:
It was reported that this stapler sheath was returned as a discrepant return. No allegation was made against this product.